Event description:
Procedure: appendectomy. According to the reporter: bag broke upon removal post lap appy. The piece of the bag that broke was found during irrigation. The current patient status is fine.

Manufacturer narrative:
(B)(4).